Event description:
On (B)(6) 2025, a patient (pt) reported symptoms of eye irritation, burning, pressure in the eye and excessive tearing while wearing an acuvue® 2 brand contact lens (cl). The pt is unable to adapt to the lens. On 13may2025, the pt provided additional information. On (B)(6) 2025, the pt went to the eye care professional (ecp) to check for ¿eye infection¿ and was advised to stop wearing cls for 4 months. The ecp recommended the pt use an eye drop, teuto (no details were given). The pt has a follow-up appointment on (B)(6) 2025. The pt reports daily cl wear and replaces the cls at 1 ½ months. On (B)(6) 2025, the pt provided additional information. The pt reported the symptoms began on the first day of wearing new cls. The pt visited a hospital ¿a week ago due to red eye.¿ the pt was told the eye was irritated, advised to stop wearing cls until examined by an ecp, and prescribed teuto lubricating eye drops. No diagnosis was given. The pt visited an ecp at a different location and was advised the ¿cornea are scratched¿ and was prescribed lunah lubricating drops every 6 hours and epithelize every 8 hours. The pt was advised not to wear cls for¿ about 4 months until the eye was healed¿ and have a cl fitting. The pt is not currently wearing cls and reports the eye is better but is still irritated. On (B)(6) 2025, the pt provided additional information. The pt went back to the ecp who performed additional tests and ¿found that the lenses hurt my corneas and prescribed some medicine to help heal them¿. The ecp suspended the use of the lenses and recommended glasses until the condition improved. The pt provided a note from the ecp dated (B)(6) 2025. ¿the patient presented for ophthalmic consult reported low tolerance with cl wear, progressed to hyperemia and ocular discomfort with use. Oriented pt to suspend use of lenses until better from symptoms and trial of lenses prior to returning to cl wear.¿ (no diagnosis was noted.) Prescriptions provided for lunah/lunera, 1 drop every 6 hours and epitelise (dexapanthenol) every 8 hours. On 15may2025 and 19may2025, calls were placed to the pt¿s treating ecp for additional information but nothing additional was provided. On 19may2025, the pt provided additional information. The pt reported after the (B)(6) 2025 ecp appointment, the left eye (os) became ¿worse¿ with a burning sensation, very red, and the pt was unable to open the eye. The pt visited a hospital on (B)(6) 2025 and was diagnosed with an ¿os corneal lesion and infection.¿ the pt was prescribed vigamox to use hourly in the os and the pt was advised to return the following day for evaluation. On (B)(6) 2025, the pt returned to the ecp and reported the os was ¿better, vigamox was prescribed to use every 2 hours until the return visit on (B)(6) 2025. This event was determined to be a serious adverse event on 19may2025 as additional medical information was received indicating the pt was diagnosed with os corneal lesion and infection. On 20may2025, the pt provided additional information. Prescription dated (B)(6) 2025 for vigamox os every 2 hours. Follow-up appointment on (B)(6) 2025 at 5pm. On 22may2025, the pt provided additional information. Ecp note dated (B)(6) 2025; ¿pt returned for a follow-up corneal ulcer of 15 days of evolution, was seen at this clinic 4 days ago where initiated treatment with vigamox every 4 hours. Pt reports symptoms are better, denies pain, reports something like blurry vision. Discarded lenses and does not want to return to lens wear. Exam: pupils: direct and consensual reflux without alterations. Without dpar (relative afferent pupillary defect) visual acuity: os: 20/25, does not improve with pinhole (ph). ¿anterior biomicroscopic os: usual eyelids, without conjunctival hyperemia, fluor-negative cornea with sterile leucoma at 11, 1mm, anterior chamber formed without chamber reaction, trophic iris, flaccid, quiet anterior vitreous, without hypopyon. Hd: bacterial keratitis- resolved/cured. General conduct instructions: reduce vigamox every 8 hours for 5 days, discontinue. Abundant use of systane lubricating drops; cl wear rest. Pt instructed to return to ER on alarming changes. Cid h16 - keratitis, which is inflammation of the cornea¿ on 22may2025, the pt provided additional information. The pt reported the suspect product worn at the time of the os event was acuvue® oasys® for astigmatism brand contact lenses (cls). The pt is a new wearer of the product and was not fit with the cls by an ecp. The pt reported on (B)(6) 2025, on the first day or wear, the lenses caused the symptoms initially reported. The pt reported wearing the lenses all day and once the suspect cl was removed, the os was red and sore with a feeling of sand in the eye for 10 to 20 minutes. The pt continued wearing the lenses daily while symptomatic until visiting the ecp on (B)(6) 2025, where the pt was advised to stop cls wear and to return for an exam on (B)(6) 2025. The eye irritation continued without cl wear and the pt became more concerned due to blurry vision without cl wear. On (B)(6) 2025, the ecp advised the pt that the eye was ¿hurt¿. The pt reported the symptoms ¿became worse¿ and the pt visited the hospital on (B)(6) 2025. No additional information was provided. A comprehensive review of the manufacturing records for this lot was conducted for lot number b01671g, including all relevant aspects such as parameters results, packaging audits, package integrity assessments, identification of nonconformities, recorded deviations, and sterilization processes. This assessment confirms that all units complied with the specified criteria and were released in accordance with established product specifications. The os suspect cl was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed, as appropriate.